Manufacturer narrative:
Reference MFR report # 2916596-2018-01307 for the report of the patient's previous admission for driveline exit site infection. Approximate age of device ¿ 1 year and 8 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was re-admitted to the hospital for an ongoing driveline exit site infection. The patient was initially treated with vancomycin infusion and then to oral cephalaxin. The patient was discharged on (B)(6) 2018 with instructions to take cephalaxin 500mf three times a day. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. The patient remains ongoing on vad support. A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.